Manufacturer narrative:
FDA reported to the manufacturer on feb 5th 2019 a patient complaint registered under mw5082909 for a mobi-c revison surgery. Attempts have been made in order to collect more information about this case. Due to the lack of available data , the root cause of this revison remain undetermined. If additional information is provided and can help to draw a root cause of this revision, another report will be sent. Device not returned.

Event description:
Mobi-c p&f us: revision due to unknown reason. Patient reported to FDA on january 4th 2019: event date reported : (B)(6) 2018 (probably date of revision surgery). The patient received 2 disc replacements in his/her neck c4-5 and c5-6 of the mobi-c on 2018 and had severe problems that caused a second surgery on 2018 to rereplace the replacements and now 2019 he/she is still experiencing nerve issue and doctor is now talking about a fusion. No information was received on the cause of this prevision, the explant were not returned to the manufacturer for examination.